Manufacturer narrative:
E1: patient city: (B)(6) patient country: finland

Event description:
Reference number (B)(4). Event occurred finland it was reported that patient faced tape not sticking event on (B)(6) 2026. The tape was not sticky as usual and came off before intended time. No further information available